Event description:
Event: contamination (black specks) found within the spike cap of an infusion set product: bd alaris pump infusion set with 0.2 micron filter (ref 11532269). Our IV technician was setting up her components to compound/prime a chemotherapy in the morning of 4/15, after she tore open the outer package, she noticed the spike area of the 0.2 micron filter infusion set was laced with unknown black specks inside the cap. Visible contaminants observed on the interior surface of the cap; none visible on the actual spike. The infusion set was immediately set aside/sequestered. All other supplies were checked for similar potential contaminants and none were noted. No patient was affected. (Ref: 11532269, lot: (10)20057066, exp: (17) 2023-05-30). Upon closer examination, it seems that the fluid chamber also has some brown specks in them. But after comparing it with another new set, it appears that the brown specks are also present. Our standard process involves removing the infusion sets from the manufacturer carton, wipe each set down with bleach wipes, and stock inside dedicated bins within the negative pressured IV chemo clean room. To my knowledge, no one has uncapped the spike after the discovery. Our big concern is if it could be mold, especially when it's found within the area serving the immunocompromised population. FDA safety report ID # (B)(4).